Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, the vasoview hemopro 2 did not emit energy, no power to the device. The hospital did not report any pt effects.

Manufacturer narrative:
The device has not been returned to maquet cardiac surgery for eval. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for lots # 25096753, 25097807, and 25099375, the last three lots shipped to the account prior to the event date. There was no nonconformance recorded in the lot history. (B)(4).